Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that at the conclusion of a hysteroscopy with lysis of adhesions procedure, while cutting the lysis adhesions on the posterior wall the blade became stuck in the wall of the uterus and broke off the handle. The intact blade and handle were retrieved from the uterus using the hysteroscope and grasper. The remaining blade was then retrieved from the wall of the uterus without complication. The intended procedure was completed with the same device. There was no long term patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that the patient is reportedly doing well.

Manufacturer narrative:
This supplemental report is being submitted to correct the lot number and provide the evaluation results. The referenced device was returned to olympus for evaluation. Visual and microscopic inspection confirmed that the bench top of both scissors had been sheared off during use. It was noted that the device would not lay flat and therefore, the actuation of the moveable jaw could not be tested. The cutting edges for both of the returned pieces were observed to be rolled and dull due to misuse. The instruction manual wars users: "that equipment may be damaged or may malfunction by misuse."